Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure stent damage was noted. A scheduled pci treated the 90% stenosed and severely calcified target lesion located in the moderately tortuous mid left anterior descending (lad) artery. Treatment consisted of pre-dilation with a 2.5x8mm quantum balloon and the attempted placement of a 2.5x12mm taxus express2 drug eluting stent. However the physician was unable to advance the taxus stent past the proximal portion of the lad due to the calcification. Several attempts to advance the stent were made and upon removal of the device it was noted that a "stent strut got flared". The procedure was completed with a plain old balloon angioplasty (poba) utilizing the 2.5x8mm quantum balloon resulting in 50% residual stenosis. No patient complications occurred and the patient condition ws reported as "good". The patient was discharged on aspirin and clopidogrel.